Event description:
It was reported that a patient underwent a mammoplasty on an unknown date and surgical sealant was used. The patient experienced hyperpigmented scars at the application site. The surgeon has removed the scars. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.